Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact speed reducer device had abnormal noise, vibration, scratch on the drive shaft and the color of the red cap has changed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected data: the date the device was returned to the manufacturer was reported as november 19, 2019 in the initial report and has been updated to november 20, 2019. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.